Event description:
Customer alleged that smoke was coming out of the front of the joystick and chair wasn't being driven. Qt (B)(4). No injury alleged.

Manufacturer narrative:
(B)(4) - no RMA has been initiated for this issue. However, a quote for the RMA has been provided (B)(4). Model tdxsp, (B)(4) is approximately old. The owner's manual part number 1143190 rev I (jun-10) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a (B)(6) male, (B)(6). The consumers preexisting medical condition states he is a quadriplegic. The consumers medication regimen is unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown. The dealer stated that a burning order was coming from the joystick and smoke was observed. The consumer has been using this device for 2 years. No injury. A quote has been issued for the replacement parts and the original parts are to be returned to invacare for an inspection and evaluation.